Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed this complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the power supply was replaced and solder the loosened screw holder at the back. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported: have replaced the power supply and solder the loosened screw holder at the back and finally calibration. All the calibration was successful. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.